Event description:
It was reported that a stent damage occurred. The 80% stenosed target lesion was located in the mildly calcified and mildly tortuous mid right coronary artery (rca). After a 3.00x20mm promus element plus stent was implanted, an opticross imaging catheter was advanced through two wire technique, however the device was unable to cross the lesion. Dilatation was then performed using an unspecified balloon catheter and the wire was not able to be removed. It was found that the wire came into contact with the distal edge of the stent and the edge was deformed. The stent shortened longitudinally. Subsequently, the guidewire was removed and another of the same promus element plus stent was overwrapped to cover the shortened area. The procedure was completed. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).